Manufacturer narrative:
(B)(4). The exact date was unknown; however it was reported that the patient experienced peritonitis in sometime in (B)(6) 2014. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as the pt was sent home from catheter implant surgery without an end cap which led to peritonitis. On an unreported date, two months prior to the receipt of this report, the pt was hospitalized for the event. On an unreported date, the pt began treatment with vancomycin (1 gram, 3 times a week, intravenously (IV)) in the pd clinic, fortaz (1 gram, one dose, intraperitoneal (ip)), and ancef (1 gram, one dose, ip) for peritonitis. In the same month as admission, the pt was discharged from the hospital. On an unreported date, pd therapy was discontinued. At the time of this report, the pt had recovered from peritonitis. Additional information was requested but is not available.